Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoirs leaked. Customer stated that his blood glucose reading is high. Customer tipped the insulin pump over and insulin dripped out. Customer also mentioned that the insulin pump alarmed motor error. Customer will treat the high blood glucose with manual injection. Nothing further reported.